Event description:
Pt admitted 6/17/94 in all relapse. Had positive psa blood cultures. Pt would probably have died from the disease, but the infection may have hastened the event. Abstract attched. Date of event 6/17/94 - 9/4/94.